Manufacturer narrative:
The tech found the side rail end tube is broken in half. The technician replaced the side rail end tube and ratchet rivels to resolve the issue.

Event description:
The tech alleged the side rail will not latch. No pt impact.